Event description:
It was reported that the customer had moisture damage on the insulin pump. Customer's blood glucose level was 600 mg/dl. Customer stated that there was a leak in the reservoir. Customer reported that the pump was vibrating without an alarm or alert. Customer stated that the pump display went blank immediately after pump was exposed to moisture. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no blank display. Lcd board tested ok, no unexpected vibrating or constant tone anomaly noted. No moisture damage noted on electronic or motor assembly. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.